Event description:
An echelon 14 was being prepared for use in an unk procedure. It was reported the distal tip was found missing prior to insertion inside the pt. No complications were reported to have occurred with the pt as a result of this event.